Event description:
It was reported that there were lead tip fragments in the right clavicular area of the patient that were discovered during a new lead revision procedure. This was from a previously extracted pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).